Event description:
It was reported that the patient underwent a revision procedure wherein a new implantable pulse generator (ipg) was implanted due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.